Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A proposal for repair has been issued to the customer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that when moving the unit, the left front caster broke causing the unit to tip and fall. There was no report of patient injury.